Manufacturer narrative:
Sanofi company comment dated 24-jan-2018: this case concerns a patient who received synvisc one injection and later had non-septic reaction. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Non septic reaction [ill-defined disorder]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 05-jan-2018 from the health care professional via health authority (regulatory number: mw5073930).this case concerns a patient with unspecified demographics who received treatment with synvisc one injection and after unknown latency the patient experienced non septic reaction (ill-defined disorder). No relevant medical history, past drugs and concurrent condition was reported. On an unknown date in 2017, the patient received treatment with intra-articular synvisc one injection once (dose, lot number and expiration date: not reported) for knee osteoarthritis. On (B)(6) 2017, after an unknown latency after receiving the injection, the patient experienced non septic reaction (illdefined disorder). Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability. Pharmacovigilance comment: sanofi company comment dated 24-jan-2018: this case concerns a patient who received synvisc one injection and later had non-septic reaction. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.